Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sigmoidectomy, the device did not seal completely even though an end tone, indicating a completed seal cycle, was heard. Oozing/bleeding was noted at the seal site. No tissue damage. No patient injury reported.